Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The ulceration rate seen (36 worldwide incidents out of estimated 162,000+ procedures performed to date) is approximately 0.022% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who experienced reoccurring bilateral ulcers and abscesses 4.2 months post miradry treatment. The treating physician examined the patient and noted the areas are indurated and have serous fluid and pus. No antibiotics were prescribed, since the patient is sensitive to cipro. A culture sample was taken from the affected area. The culture results showed moderate growth of haemophilus parainfluenzae and light growth of morganella morganii. Patient sought the opinion of a general surgeon, who believed the affected areas should be debrided and stitched.